Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced an infusion set leakage event at site on (B)(6) 2026. The infusion set was used for one day. Blood glucose level was high at the time of the event and patient changed the set to resolve the issue.